Manufacturer narrative:
The reported clinical events in the article are known potential adverse events for bioprosthetic valves (surgical or transcatheter). Without device-identifying information, a review of device history manufacturing and sterilization records could not be performed. A mechanism of failure could not be determined due to the limited amount of information available.

Event description:
Medtronic received information from a journal article that 12 patients implanted with a transcatheter bioprosthetic heart valve were diagnosed with confirmed or suspected endocarditis after device implant. Among these patients, the median age was 80 years (range of 64-91). The information was obtained from an article that was based on a literature review of 70 articles addressing transcatheter heart valve failure that were published between december 2002 and march 2014. The article also reported that two patients identified with endocarditis subsequently expired. Separate reports have been filed for those events. The authors¿ review found that transcatheter heart valve endocarditis has the same microbiological profile typical to surgical bioprosthetic prosthetic valve endocarditis. The authors recommend patient education, antibiotic prophylaxis, early treatment of coincident infections and maintenance of a sterile environment during the implant as actions to prevent endocarditis.

Manufacturer narrative:
A review of medtronic¿s databases showed that two of the 12 patient complaints were previously received by and investigated by medtronic. Those complaints occurred outside the united states prior to FDA approval for commercial use, and thus were not previously reported. There were no indications that the information regarding the remaining 10 complaints had previously been provided to medtronic. A summary of the details of the complaints and coding is included in the attached spreadsheet. Article: transcatheter heart valve failure: a systematic review authors: darren mylotte, ali andalib, pascal the´riault-lauzier, magdalena dorfmeister, mina girgis,waleed alharbi, michael chetrit, christos galatas, samuel mamane, igal sebag, jean buithieu, luc bilodeau, benoit de varennes, kevin lachapelle, ruediger lange, giuseppe martucci, renu virmani, and nicolo piazza european heart journal doi:10.1093/eurheartj/ehu388 september 28, 2014

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.